Manufacturer narrative:
This report is filed february 12, 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2016 due to magnet retention issues. During the procedure, the internal magnet was removed and a new implant was placed at a new site. The implanted device remains.